Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience lightheadedness and cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience lightheadedness and cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of foam particulate deposit on the fit tool, and water ingress. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 0 error logged. The manufacturer concludes there was evidence of foam particulate deposit on the fit tool, and water ingress. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
Section g1 was missed to capture in the final follow-up report (follow-up 2), which was updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experience lightheadedness and cancer. The reported event of lightheadedness and cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem.